Event description:
The customer reported to olympus, during an unspecified therapeutic procedure, the physician replaced the tjf-q290v endoscope with a jf-260v scope. After the procedure, the patient returned to the ward and reported he felt uncomfortable and the distal cover came out on exhalation. It is unknown if the distal cover was in the patient's mouth or esophagus. It is unknown when the distal cover fell into the patient but the customer stated the presence or absence of the distal cover was not confirmed during the case. No cracks were in the distal cover. This event includes 2 reports. (B)(6) is for the distal cover. (B)(6) is for the tjf scope. This is report 1 of 2 for (B)(6) is for the distal cover.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -visual confirmation results of the actual product no damage was found on the returned distal cover. -reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: this product is designed to be damaged and removed when it is removed from the scope. Therefore, if it fell off in an undamaged state, it is highly probable that it was inadequately attached to the scope. It is probable that the cover was gradually removed when the scope was removed due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.

Event description:
Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the evaluation, the legal manufacturer¿s investigation and the device history record (DHR) review. The device history records (DHR) for this device could not be reviewed since the lot number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. Physical evaluation of the suspect device found the distal cover was not damaged, and no abnormality was noted which could lead to the reported event. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to inadequate attachment of the distal cover to the scope. The instructions for use (IFU) states the following: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor the field performance of the device.